Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2136155 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 15th october 2025. On evaluation of the device, the following was observed: visual inspection: safety wire returned in place. Red shuttle at the last dimple. Polyimide slightly exposed at the tip. Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue. Unable to deploy the stent. Handle opened to internally inspect the device. Sheath tube observed to be separated from the shuttle cap. All other components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. It should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that pressure from a tight stricture resulted in high deployment force, which in turn, led to the sheath tube separating from the shuttle cap. As a result, the stent could not be deployed. From the information provided, it is known that the stricture was not dilated before stent placement. Additionally a possible root cause could be attributed to inconsistencies in the coating process leading to higher friction forces for larger stent sizes, this led to an increase in deployment force, which in turn caused the outer sheath to separate from the shuttle cap inside the handle of the device, subsequently the stent could not be deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the evo-fc-10-11-6-b stent did not open, another stent was deployed during the same procedure. The patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental correction report is being submitted after the investigation was completed on 28-nov-2025 to update the imdrf codes.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the routine deployment of the stent it hasn't opened despite our attempts. I had to change my accessory and deploy another stent. What endoscope type and channel size was used? : 3,7 what was the position of the elevator? N/a, open, closed open details of the wire guide used (diameter, type, make)? Boston scientific jag wire please advise the anatomical location of the intended target site. Duodenum -second part did the patient require any additional procedures as a result of this event? N/a, yes, what intervention (if any) was required? New stent insertion was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day: same day is the device available for return? Yes were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) Was the product inspected for kinks or damage before use? Yes was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) : no are the images of the procedure available? Yes was the stricture dilated prior to stent placement? No was resistance felt while advancing the device to target location? No